Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that during user handling, water entered the inside of the scope connector, an abnormality occurred in the electronic parts, and an error message was displayed. The event can be detected/prevented by following the instructions for use which state: 1) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 2) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water leakage at the scope-connector. Fluid ingress was evident throughout the plug body. The light guide lens was chipped. The adhesive at the objective lens and light guide lens was partially missing. There was a gap of adhesive on the distal end. The angle wires were stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image on the evis lucera elite colonovideoscope disappeared in mid-procedure and received an e315 unsupported scope error code. There were no reports of patient harm.